Event description:
A user facility reported that a novalung console had a flow measurement error (alarm #208, technical failure) while the device was in preparation mode. The flow sensor was not being recognized by the device. The fuco-flow filter board had already been replaced as a precaution in august of 2022, due to a recommendation. There was no reported patient involvement associated with the event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sensor box was returned for evaluation and examined in detail. The failure at hand could be reproduced. Moving the cable resulted in the error no longer occurring. Dirt was visible on connector x11 of the d500-0144ac assembly and on connector p102 of the digiflow mini assembly. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board.

Manufacturer narrative:
Additional information: b5, d4 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Alarm #206 occurred as well. The alarms that occurred are related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables.

Manufacturer narrative:
Additional information: b5, d9 correction: d10 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Therefore, the reported failure pattern could not be reproduced. The machine log files were provided for review and evaluated. During review of the log files, it was confirmed that alarms 206 and 208 for a technical failure of the flow measurement occurred. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process, and no safety or functional anomalies or defects were found during the final inspection of the console. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
The sample was reported to be available for manufacturer evaluation.